Event description:
Customer reported that she had four sensors failed. Customer stated that the sensor was not communicating with the insulin pump. Customer was not able to calibrate; the signal value was consistently at zero. Customer also stated that the insulin pump alarmed but was not sure of the alarm. Customer was not able to finish the call as she was going into a meeting. It was attempted to reach the customer afterwards but contact was unsuccessful. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.